Event description:
The customer contacted beckman coulter inc (bec) to report an higher than expected accutni result within the risk stratification range for one patient generated on the access2 immunoassay analyzer. The result was not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample was repeated on the same instrument and lower result within the normal reference range was obtained. The customer is not questioning any other results. The accutni sample was collected in a green topped plasma tube and centrifuged for six minutes at 3000 rpm. The customer stated to customer technical support that an aliquot of the original sample is made, visually inspected and analyzed. The customer automatically reflex tests any accutni result >0.05 ng/ml. The customer performs all three levels of accutni qc once per day. All three levels of accutni qc have been performing within the customer's established ranges but with some slight imprecision issues. Service was dispatched on (B)(4) 2011 for this event. On (B)(4) 2011, a bec field service engineer (fse) performed: type 1 cf hardware verification protocol per the service manual; no issues were noted. 100 replicate foam test; all results were within instrument specifications. Calibrated the assay and performed accutni qc; no issues were noted. A definitive root cause has not been determined to date for this event.

Manufacturer narrative:
Associated with MDR 2122870-2011-05017.